Event description:
It was reported by service report that the cot is stuck in the up position, because the l/r outer lift tubes were broken. No patient involvement or adverse consequences reported.

Manufacturer narrative:
Outer lift.